Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
The customer reported to olympus, upon removal of the olympus endoscope, at the end of the endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell off and was found in the patient's mouth. It was noted the distal cover piece had a crack in it. The distal cover was removed with a finger swipe from the patient's mouth. No harm or injury. No procedural delay. The customer reported the endoscope was inspected prior to use to ensure the appropriate assembly of attachments and the scope is undamaged and acceptable for use. No anti-fog agents were used. Lubricant is applied on the ends of all scopes before insertion. No damage to the distal cover was found after attaching it to the endoscope. The customer reported the staff knows they are supposed to pull back on the tip to ensure the connection is secure. Customer requested an in-service on how to properly attach the distal cover to the endoscope. This event includes 2 reports: (B)(6): maj-2315, h1z16. (B)(6): tjf-q190v, 2225698. This report is 1 of 2 for (B)(6): maj-2315, h1z16.

Manufacturer narrative:
Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: the distal cover that fell off was damaged, but it was not possible to identify which part was damaged. No anti-fog agent is used. A lubricant is applied to the tip of the scope before use. Before use, check that the distal cover is not damaged and that the distal cover is properly attached to the scope. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: the distal cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a retained distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation. The reported event could have been prevented. As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.